Event description:
Over this last week, I've experienced some blurriness in vision as well as somewhat puffy eyes. Because I've been using the complete moisture plus multipurpose solution, I'd like to go to the eye dr to see if everything is okay. Because of this, I'd like to be reimbursed for my eye appointment and health issues that may come from the use of this product. Used 2 times a day, in 2003 and in 2007. Event abated after used stopped.